Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the multiple reports were not printing. A technical support specialist (tss) dialed into the report and application server. It was confirmed that the extract transform load (etl) process was running successfully every 10 minutes. Upon checking the reports, all were showing a status of "success." An email was sent to the user to inquire whether the issue persisted or had been resolved, and to examine the printer as well in case the issue continued. The case was advised for closure if the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.